Event description:
The lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that a rv-revision was needed due to an exit exit-block and dislodgement of the rv-lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.